Manufacturer narrative:
The field service engineer verified the previous qc results were acceptable. The rinse level, gear pump pressure, and sample/reagent probes were checked. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable cholesterol, creatinine, glucose, na, k, cl, total protein, triglycerides, ast and tsh results from the cobas 6000 c (501) module. . The tests were repeated at the request of the laboratory director. The questionable results were reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.